Event description:
It was reported that a patient's locking titanium adapter separated from the uv flash transfer set patient connector during use, which caused peritonitis. The product was used for 10 days prior to disconnection. No additional information is available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional follow up information was received from a physician: it was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was determined to be the leakage from the junction between the titanium adapter and the transfer set patient connector that separated. The patient was treated with unspecified antibiotics (route, frequency and dose not reported). On an unreported date, the patient was recovering from the event and was discharged from the hospital. However, only nineteen days after the onset of peritonitis, the patient experienced a reoccurrence of peritonitis that was also due to the leakage from the junction between the titanium adapter and the transfer set patient connector that separated. The patient again was treated with unspecified antibiotics (route, frequency and dose not reported). It was not reported if the patient was hospitalized for the recurrent peritonitis. At the time of this report, the patient was not recovered from peritonitis. The extraneal therapy was not used. The dianeal therapy was used only as leverage because the patient was scheduled to switch from pd therapy to hemodialysis. No additional information is available.